Event description:
When attempting to begin caloric irrigation on right ear, cold water, pt complained of pain. Rptr stopped test, then noticed blood at right ear. Ear continued to bleed for several hrs.